Manufacturer narrative:
(B)(4). Only event year known: 2022. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what was the date of implant? Did the patient receive any medical treatment, besides the dilation for the gas/bloat? Can you please provide the lot number for the lxmc17? Was a hiatal hernia repair done at implant? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that patient had been dealing with gas bloat post linx. Patient is over 90 days post-op, so surgeon had patient undergo dilation of esophagus. Patient still experiencing gas bloating after swallowing food. Surgeon sending patient for veg to see if any other causes.

Manufacturer narrative:
(B)(4). Date sent: 3/10/2022. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. If the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device batch number 18884, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 2/22/2022. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information was requested, and the following was obtained: what was the date of implant? On (B)(6) 2021. Did the patient receive any medical treatment, besides the dilation for the gas/bloat? Still trying to obtain this information. Can you please provide the lot number for the lxmc17? Lot: 18884. Was a hiatal hernia repair done at implant? Yes. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: did the patient receive any medical treatment, besides the dilation for the gas/bloat?